Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 jaws would not cauterize when shut. T he device was not cutting or cauterizing the vein. They troubleshooted the issue by checking power settings and changing out cords and power supplies. The issue only resolved itself when they swapped out and tried a new device. The case was completed without issue or delay using the new device. No patient harm.

Manufacturer narrative:
Trackwise ID (B)(6).

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on (B)(4) 2022. An investigation was conducted on (B)(4) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula handle, cannula, and c-ring. No visual defects were observed on the heater wire or clear silicone insulation of the jaws. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it produced mild heat and no visible steam during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (05) repetitions using "max life test method stm2048073 rev aa. The device did activate but did not transect tissue five (05) times. The jaws made indents on the bacon, but there were no cuts observed. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .66 ohms which is within specification. The device did not pass the temperature measurements test. The displayed temperature did not turn green within the 2 second specified timeframe. Based on the results of the evaluation, the complaint for the reported failure "failure to cut¿ was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.